Event description:
Report received that a patient was seen in the clinic and high impedance was observed after a system diagnostic test was run. The patient had reported having an increase in seizure in seizures that started recently before this finding. The patient also reportedly had a fall on the day high impedance was seen. The patient's generator was replaced two months before this finding. The physician reportedly believed the vns lead may have been damaged. He indicated the patient recently had a bariatric weight loss procedure that caused her to lose almost (B)(6). He believed this could have caused a fracture in two ways. He indicated that the rapid loss of weight could have altered the patient's body type which manipulated the lead. This sudden manipulation may have pulled or twisted the lead which caused damage. He also believed that the loss of bodily fat could have reduced the cushioning for the vns, making it more vulnerable to damage from the patient's frequent falls. The physician also indicated that he had checked the vns since the generator replacement and high impedance was not seen. X-rays have not been completed and reviewed to date. There was no available diagnostic data in the programming history and additional programming data has not been reviewed to date. No surgical intervention has occurred to date and no further relevant information has been received.

Event description:
Further information was received that the patient received a full revision surgery where the lead was replaced. The lead has not been received by the manufacturer to date. No additional relevant information has been received.